Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive part of the lighting lens and the gap in the tip adhesive part or dirt in the inside of the lens through the gap could not be determined. It is possible that the cause was stress due to repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera duodenovideoscope, ¿forceps amai rise¿. Upon inspection and testing of the customer returned device, the scope adhesive part of the lighting lens was peeled off, and there was gap in the tip adhesive part, or dirt entered inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, insufficient bending angle due to elongation of angle wire, scratches on insertion part serpentine tube, curved rubber adhesive missing, tip cover scratched, switch 1 scratched, water tightness not maintained due to wear of switch 2, scratches on switch box, dirt difficult to remove found on the air supply /water supply nozzles, dirt on the operation part difficult to remove, scratches on the operation part, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches on the right /left knob, scratches on grip, scratches on universal code, scratches on operation part side of the universal cord part, electrical connector difficult to remove, scope connector scratched, and scratches on right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.